Manufacturer narrative:
Catheter model #8709 lot# j12400r12 implanted: (B)(6) 2005 explanted:unknown.

Event description:
It was reported that the patient went to the emergency room with increased spasms and pain. The patient had a rash (B)(6) 2011; however, the following day, no rash was noted. The patient was discontinued from antibiotics (B)(6) 2011. The drug in the pump was baclofen.